Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, non-sustained ventricular oversensing due to post paced t-wave oversensing and noise was observed possibly due to lead to can abrasion on the right ventricular lead. No action has taken place at this time and the patient was stable with no adverse consequences reported. Additional information was requested but not yet available. Related manufacturer reference number: 2938836-2018-12841.